Event description:
It was reported the lead was bent out of the sterile box. It was stated a different product was used. It was noted it was bent before it was touched by the surgeon. It was stated the patient status at the time of report was alive with no injury and there were no symptoms related to the event.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type: accessory. Final analysis of the lead revealed no anomaly and the distal end of the lead was straight. Final analysis of the stylet revealed that the wire was bent new out of the box. The stylet wire was bent 4.8 cm from the distal end.